Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged there was moisture present behind display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2017 with the following findings: during investigation, moisture was found behind the display lens. The pump powered up to a blank display. A leak was found in the battery compartment, and the audio bolus button. The pump was opened to find moisture throughout the pump. Moisture was found on the bolus button contact. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad.